Event description:
The facility's biomedical engineer reported an infusion pump with an 807:01 failure code that was found during biomed testing. The biomed stated that they have no record of any pt incident involving this pump since the last baxter service event. Additional contact info was requested but no additional contact was identified.